Event description:
There were coupling/communication issues with the ins due to it becoming overdischarged. The patient had not charged the ins in over two months. A physician mode recharge (pmr) was going to be performed. It was confirmed that no telemetry was possible with the ins using the recharger, patient programmer or physician programmer. The patient had not charged the ins for several months and then went to charge but the "machine wouldn't work". A pmr was performed and the patient was instructed to return home and charge fully over the weekend so the ins could be cleared and reprogrammed the following monday. The patient returned to have the power on reset (por) cleared but the ins showed eol. The patient experienced a lack of stimulation. The patient consulted with their doctor for battery replacement. It was decided that the patient could benefit from additional coverage in new pain areas (lower legs and feet) and elected to have a new trial done prior to any surgical intervention. The trial has not been scheduled. It was noted that multiple overdischarges have occurred. Additional information has been requested.

Manufacturer narrative:
Product ID, 377760 lot# n0036825, implanted: 2005 (B)(6), product type lead product ID, 377760 lot# n0040881, implanted: 2005 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).